Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdominal pain. It was not reported if the patient was hospitalized. The cause of peritonitis was unknown. On the same day as the onset, the patient began treatment with fortam and cloxacillin intraperitoneally (ip) (doses and frequencies not reported) for peritonitis. Two days later, cloxacillin was discontinued. On the same day, the patient began treatment with vancomycin ip for peritonitis. On the same day, vancomycin was discontinued. Two days later, the patient began treatment with gentamicin ip for peritonitis. Thirteen days later, gentamicin was discontinued. Three days later, fortam was discontinued. On an unreported date, the patient was discharged from the hospital. The patient recovered from the peritonitis event and the action taken with pd therapy was not reported. No additional information is available.